Manufacturer narrative:
Continuation of d10: product ID 3389s-40 serial# unknown product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient representative stated one of the patient¿s leads was not working or was shorted, which prevented the patient from having mris. The caller noted that this issue had been present since the initial implant procedure and that the healthcare provider was aware of it, but was not concerned since the other leads were functioning. The patient was redirected to their healthcare provider to address the issue further.

Event description:
Additional information received from rep indicating that no further troubleshooting has been done and problem remains unresolved with no further action planned as hcp is unconcerned.

Manufacturer narrative:
Continuation of d10: product ID 3389s-40 lot# serial# unknown implanted: explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.